Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain'), central nervous system lesion ('begun developing tiny non-specific lesions on my brain'), headache ('debilitating headaches (feels as if my head is going to explode)'), hemiplegia ('3 severe episodes of paralysis to left side') and transient ischaemic attack ('tia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), central nervous system lesion (seriousness criterion hospitalization), headache (seriousness criterion disability), eye irritation ("eyes ache and burn"), eye pain ("eyes ache and burn"), disorientation ("disoriented"), hypoacusis ("auditory distortions"), abdominal pain lower ("cramping"), haemorrhoids ("severe hemorrhoids"), back pain ("severe back pain and hip pain radiating down my thighs and calves"), arthralgia ("severe back pain and hip pain radiating down my thighs and calves"), menorrhagia ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), dysmenorrhoea ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), muscle spasms ("constant muscle spasms / hypertonic reflexes"), myalgia ("burning muscle pain"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("several lumbar discs have herniated"), fatigue ("chronic fatigue"), nervous system disorder ("neurological irritation"), poor quality sleep ("poor quality of sleep"), immune system disorder ("chronic immune system response"), hemiplegia (seriousness criterion medically significant), alopecia ("hair steadily thinning and falling out"), flushing ("skin on my face often flushed or peeling"), skin exfoliation ("skin on my face often flushed or peeling"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), incontinence ("incontinence"), urticaria ("hives"), rash ("rashes"), palpitations ("palpitation"), dizziness ("dizzines"), occipital neuralgia ("blurred vision with occipital neuralgia"), vision blurred ("blurred vision with occipital neuralgia"), depression ("depression"), pain ("imaginary pain"), stomatitis ("sores in mouth"), pelvic pain (" pelvic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), adenomyosis ("adenomyosis"), premenstrual dysphoric disorder ("pmdd"), bladder disorder ("bladder problms"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), tremor ("tremors"), vitamin d deficiency ("vitamin d deficiency"), degenerative bone disease ("degenerative bone disease"), cholelithiasis ("gallbladder attack"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), transient ischaemic attack (seriousness criterion medically significant) and tinnitus ("tinnitus") and was found to have neoplasm ("tumors"), weight increased ("weight gain "), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and cardiac murmur ("heart murmur"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full)). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, central nervous system lesion, headache, eye irritation, eye pain, disorientation, hypoacusis, abdominal pain lower, haemorrhoids, back pain, arthralgia, menorrhagia, dysmenorrhoea, muscle spasms, myalgia, intervertebral disc degeneration, intervertebral disc protrusion, fatigue, nervous system disorder, poor quality sleep, immune system disorder, hemiplegia, alopecia, flushing and skin exfoliation had not resolved and the menstrual disorder, ovarian cyst, incontinence, urticaria, rash, palpitations, dizziness, occipital neuralgia, vision blurred, depression, pain, stomatitis, pelvic pain, blood disorder, cardiac disorder, iron deficiency anaemia, allergy to metals, hypersensitivity, adenomyosis, premenstrual dysphoric disorder, bladder disorder, gastrointestinal disorder, tooth disorder, neoplasm, migraine, weight increased, weight decreased, nausea, hormone level abnormal, tremor, vitamin d deficiency, cardiac murmur, degenerative bone disease, cholelithiasis, hypoaesthesia, paraesthesia, transient ischaemic attack and tinnitus outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, central nervous system lesion, disorientation, dysmenorrhoea, eye irritation, eye pain, fatigue, flushing, haemorrhoids, headache, hemiplegia, hypoacusis, immune system disorder, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, muscle spasms, myalgia, nervous system disorder, poor quality sleep and skin exfoliation with essure. The reporter considered adenomyosis, allergy to metals, bladder disorder, blood disorder, cardiac disorder, cardiac murmur, cholelithiasis, degenerative bone disease, depression, dizziness, gastrointestinal disorder, hormone level abnormal, hypersensitivity, hypoaesthesia, incontinence, iron deficiency anaemia, menstrual disorder, migraine, nausea, neoplasm, occipital neuralgia, ovarian cyst, pain, palpitations, paraesthesia, pelvic pain, premenstrual dysphoric disorder, rash, stomatitis, tinnitus, tooth disorder, transient ischaemic attack, tremor, urticaria, vision blurred, vitamin d deficiency, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain, fibromyalgia quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : events added- pelvic pain, blood disorder, heart disorder, anemia, nickel allergy, hypersensitivity, adenomyosis, pmdd, bladder problems, gi condition, dental problems, tumors, migraine, weight gain , weight loss, nausea, hormonal changes, tremors, vitamin d deficiency, heart murmur, degenerative bone disease, gallbladder attack, numbness, tingling, tia, tinnitus, sores in mouth, device monitoring procedure not performed. Essure insertion date updated , product indication updated, plaintiffs information updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032579) on 13-jan-2014. The most recent information was received on 10-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain'), central nervous system lesion ('begun developing tiny non-specific lesions on my brain'), headache ('debilitating headaches (feels as if my head is going to explode)') and hemiplegia ('3 severe episodes of paralysis to left side') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), central nervous system lesion (seriousness criterion hospitalization), headache (seriousness criterion disability), eye irritation ("eyes ache and burn"), eye pain ("eyes ache and burn"), disorientation ("disoriented"), hypoacusis ("auditory distortions"), abdominal pain lower ("cramping"), haemorrhoids ("severe hemorrhoids"), back pain ("severe back pain and hip pain radiating down my thighs and calves"), arthralgia ("severe back pain and hip pain radiating down my thighs and calves"), menorrhagia ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), dysmenorrhoea ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), muscle spasms ("constant muscle spasms / hypertonic reflexes"), myalgia ("burning muscle pain"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("several lumbar discs have herniated"), fatigue ("chronic fatigue"), nervous system disorder ("neurological irritation"), poor quality sleep ("poor quality of sleep"), immune system disorder ("chronic immune system response"), hemiplegia (seriousness criterion medically significant), alopecia ("hair steadily thinning and falling out"), flushing ("skin on my face often flushed or peeling"), skin exfoliation ("skin on my face often flushed or peeling"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), incontinence ("incontinence"), urticaria ("hives"), rash ("rashes"), palpitations ("palpitation"), dizziness ("dizziness"), occipital neuralgia ("blurred vision with occipital neuralgia"), vision blurred ("blurred vision with occipital neuralgia"), depression ("depression") and pain ("imaginary pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (removal of devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, central nervous system lesion, headache, eye irritation, eye pain, disorientation, hypoacusis, abdominal pain lower, haemorrhoids, back pain, arthralgia, menorrhagia, dysmenorrhoea, muscle spasms, myalgia, intervertebral disc degeneration, intervertebral disc protrusion, fatigue, nervous system disorder, poor quality sleep, immune system disorder, hemiplegia, alopecia, flushing and skin exfoliation had not resolved and the menstrual disorder, ovarian cyst, incontinence, urticaria, rash, palpitations, dizziness, occipital neuralgia, vision blurred, depression and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, central nervous system lesion, disorientation, dysmenorrhoea, eye irritation, eye pain, fatigue, flushing, haemorrhoids, headache, hemiplegia, hypoacusis, immune system disorder, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, muscle spasms, myalgia, nervous system disorder, poor quality sleep and skin exfoliation with essure. The reporter considered depression, dizziness, incontinence, menstrual disorder, occipital neuralgia, ovarian cyst, pain, palpitations, rash, urticaria and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2019: social media case received. New event-"imaginary pain", treatment drug, new reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received from a consumer via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 13-jan-2014. The most recent information was received on 19-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain"), central nervous system lesion ("begun developing tiny non-specific lesions on my brain"), headache ("debilitating headaches (feels as if my head is going to explode)") and hemiplegia ("3 severe episodes of paralysis to left side") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), central nervous system lesion (seriousness criterion hospitalization), headache (seriousness criterion disability), eye irritation ("eyes ache and burn"), eye pain ("eyes ache and burn"), disorientation ("disoriented"), hypoacusis ("auditory distortions"), abdominal pain lower ("cramping"), haemorrhoids ("severe hemorrhoids"), back pain ("severe back pain and hip pain radiating down my thighs and calves"), arthralgia ("severe back pain and hip pain radiating down my thighs and calves"), menorrhagia ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), dysmenorrhoea ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), muscle spasms ("constant muscle spasms / hypertonic reflexes"), myalgia ("burning muscle pain"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("several lumbar discs have herniated"), fatigue ("chronic fatigue"), nervous system disorder ("neurological irritation"), poor quality sleep ("poor quality of sleep"), immune system disorder ("chronic immune system response"), hemiplegia (seriousness criterion medically significant), alopecia ("hair steadily thinning and falling out"), flushing ("skin on my face often flushed or peeling"), skin exfoliation ("skin on my face often flushed or peeling"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), incontinence ("incontinence"), urticaria ("hives"), rash ("rashes"), palpitations ("palpitation"), dizziness ("dizziness"), occipital neuralgia ("blurred vision with occipital neuralgia"), vision blurred ("blurred vision with occipital neuralgia") and depression ("depression"). The patient was treated with surgery (removal of devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, central nervous system lesion, headache, eye irritation, eye pain, disorientation, hypoacusis, abdominal pain lower, haemorrhoids, back pain, arthralgia, menorrhagia, dysmenorrhoea, muscle spasms, myalgia, intervertebral disc degeneration, intervertebral disc protrusion, fatigue, nervous system disorder, poor quality sleep, immune system disorder, hemiplegia, alopecia, flushing and skin exfoliation had not resolved and the menstrual disorder, ovarian cyst, incontinence, urticaria, rash, palpitations, dizziness, occipital neuralgia, vision blurred and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, central nervous system lesion, disorientation, dysmenorrhoea, eye irritation, eye pain, fatigue, flushing, haemorrhoids, headache, hemiplegia, hypoacusis, immune system disorder, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, muscle spasms, myalgia, nervous system disorder, poor quality sleep and skin exfoliation with essure. The reporter considered depression, dizziness, incontinence, menstrual disorder, occipital neuralgia, ovarian cyst, palpitations, rash, urticaria and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain"), central nervous system lesion ("begun developing tiny non-specific lesions on my brain"), headache ("debilitating headaches (feels as if my head is going to explode)") and hemiplegia ("3 severe episodes of paralysis to left side") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), central nervous system lesion (seriousness criterion hospitalization), headache (seriousness criterion disability), eye irritation ("eyes ache and burn"), eye pain ("eyes ache and burn"), disorientation ("disoriented"), hypoacusis ("auditory distortions"), abdominal pain lower ("cramping"), haemorrhoids ("severe hemorrhoids"), back pain ("severe back pain and hip pain radiating down my thighs and calves"), arthralgia ("severe back pain and hip pain radiating down my thighs and calves"), menorrhagia ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), dysmenorrhoea ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), muscle spasms ("constant muscle spasms / hypertonic reflexes"), myalgia ("burning muscle pain"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("several lumbar discs have herniated"), fatigue ("chronic fatigue"), nervous system disorder ("neurological irritation"), poor quality sleep ("poor quality of sleep"), immune system disorder ("chronic immune system response"), hemiplegia (seriousness criterion medically significant), alopecia ("hair steadily thinning and falling out"), flushing ("skin on my face often flushed or peeling"), skin exfoliation ("skin on my face often flushed or peeling"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), incontinence ("incontinence"), urticaria ("hives"), rash ("rashes"), palpitations ("palpitation"), dizziness ("dizziness"), occipital neuralgia ("blurred vision with occipital neuralgia"), vision blurred ("blurred vision with occipital neuralgia") and depression ("depression"). The patient was treated with surgery (removal of devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, central nervous system lesion, headache, eye irritation, eye pain, disorientation, hypoacusis, abdominal pain lower, haemorrhoids, back pain, arthralgia, menorrhagia, dysmenorrhoea, muscle spasms, myalgia, intervertebral disc degeneration, intervertebral disc protrusion, fatigue, nervous system disorder, poor quality sleep, immune system disorder, hemiplegia, alopecia, flushing and skin exfoliation had not resolved and the menstrual disorder, ovarian cyst, incontinence, urticaria, rash, palpitations, dizziness, occipital neuralgia, vision blurred and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, central nervous system lesion, disorientation, dysmenorrhoea, eye irritation, eye pain, fatigue, flushing, haemorrhoids, headache, hemiplegia, hypoacusis, immune system disorder, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, muscle spasms, myalgia, nervous system disorder, poor quality sleep and skin exfoliation with essure. The reporter considered depression, dizziness, incontinence, menstrual disorder, occipital neuralgia, ovarian cyst, palpitations, rash, urticaria and vision blurred to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2018: legal claim received - the following events were reported: abnormal menstruation, ovarian cysts, incontinence, hives and rashes, palpitations, dizziness, blurred vision with occipital neuralgia, and depression. The essure devices were removed on (B)(6) 2014. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain'), central nervous system lesion ('begun developing tiny non-specific lesions on my brain'), headache ('debilitating headaches (feels as if my head is going to explode)'), hemiplegia ('3 severe episodes of paralysis to left side') and transient ischaemic attack ('tia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), central nervous system lesion (seriousness criterion hospitalization), headache (seriousness criterion disability), hemiplegia (seriousness criterion medically significant), transient ischaemic attack (seriousness criterion medically significant), eye irritation ("eyes ache and burn"), eye pain ("eyes ache and burn"), disorientation ("disoriented"), hypoacusis ("auditory distortions"), abdominal pain lower ("cramping"), haemorrhoids ("severe hemorrhoids"), back pain ("severe back pain and hip pain radiating down my thighs and calves"), arthralgia ("severe back pain and hip pain radiating down my thighs and calves"), menorrhagia ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), dysmenorrhoea ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), muscle spasms ("constant muscle spasms / hypertonic reflexes"), myalgia ("burning muscle pain"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("several lumbar discs have herniated"), fatigue ("chronic fatigue"), nervous system disorder ("neurological irritation"), poor quality sleep ("poor quality of sleep"), immune system disorder ("chronic immune system response"), alopecia ("hair steadily thinning and falling out"), flushing ("skin on my face often flushed or peeling"), skin exfoliation ("skin on my face often flushed or peeling"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), incontinence ("incontinence"), urticaria ("hives"), rash ("rashes"), palpitations ("palpitation"), dizziness ("dizzines"), occipital neuralgia ("blurred vision with occipital neuralgia"), vision blurred ("blurred vision with occipital neuralgia"), depression ("depression"), pain ("imaginary pain"), stomatitis ("sores in mouth"), pelvic pain (" pelvic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), adenomyosis ("adenomyosis"), premenstrual dysphoric disorder ("pmdd"), bladder disorder ("bladder problms"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), tremor ("tremors"), vitamin d deficiency ("vitamin d deficiency"), degenerative bone disease ("degenerative bone disease"), biliary colic ("gallbladder attack"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), tinnitus ("tinnitus") and uterine spasm ("very intense uterine cramps") and was found to have neoplasm ("tumors"), weight increased ("weight gain "), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and cardiac murmur ("heart murmur"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full)). Essure was removed on 30-jan-2014. At the time of the report, the abdominal pain, central nervous system lesion, headache, hemiplegia, eye irritation, eye pain, disorientation, hypoacusis, abdominal pain lower, haemorrhoids, back pain, arthralgia, menorrhagia, dysmenorrhoea, muscle spasms, myalgia, intervertebral disc degeneration, intervertebral disc protrusion, fatigue, nervous system disorder, poor quality sleep, immune system disorder, alopecia, flushing and skin exfoliation had not resolved and the transient ischaemic attack, menstrual disorder, ovarian cyst, incontinence, urticaria, rash, palpitations, dizziness, occipital neuralgia, vision blurred, depression, pain, stomatitis, pelvic pain, blood disorder, cardiac disorder, iron deficiency anaemia, allergy to metals, hypersensitivity, adenomyosis, premenstrual dysphoric disorder, bladder disorder, gastrointestinal disorder, tooth disorder, neoplasm, migraine, weight increased, weight decreased, nausea, hormone level abnormal, tremor, vitamin d deficiency, cardiac murmur, degenerative bone disease, biliary colic, hypoaesthesia, paraesthesia, tinnitus and uterine spasm outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, central nervous system lesion, disorientation, dysmenorrhoea, eye irritation, eye pain, fatigue, flushing, haemorrhoids, headache, hemiplegia, hypoacusis, immune system disorder, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, muscle spasms, myalgia, nervous system disorder, poor quality sleep and skin exfoliation with essure. The reporter considered adenomyosis, allergy to metals, biliary colic, bladder disorder, blood disorder, cardiac disorder, cardiac murmur, degenerative bone disease, depression, dizziness, gastrointestinal disorder, hormone level abnormal, hypersensitivity, hypoaesthesia, incontinence, iron deficiency anaemia, menstrual disorder, migraine, nausea, neoplasm, occipital neuralgia, ovarian cyst, pain, palpitations, paraesthesia, pelvic pain, premenstrual dysphoric disorder, rash, stomatitis, tinnitus, tooth disorder, transient ischaemic attack, tremor, urticaria, uterine spasm, vision blurred, vitamin d deficiency, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 12, 13 processed together. Event 'very intense uterine cramps' added. Reporter added from social media on 23-mar-2020: fu 12, 13 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain'), central nervous system lesion ('begun developing tiny non-specific lesions on my brain'), headache ('debilitating headaches (feels as if my head is going to explode)'), hemiplegia ('3 severe episodes of paralysis to left side') and transient ischaemic attack ('tia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), central nervous system lesion (seriousness criterion hospitalization), headache (seriousness criterion disability), hemiplegia (seriousness criterion medically significant), transient ischaemic attack (seriousness criterion medically significant), eye irritation ("eyes ache and burn"), eye pain ("eyes ache and burn"), disorientation ("disoriented"), hypoacusis ("auditory distortions"), abdominal pain lower ("cramping"), haemorrhoids ("severe hemorrhoids"), back pain ("severe back pain and hip pain radiating down my thighs and calves"), arthralgia ("severe back pain and hip pain radiating down my thighs and calves/joint pain "), menorrhagia ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), dysmenorrhoea ("excruciating menstrual cycle with heavy bleeding, blood clots and debilitating cramps"), muscle spasms ("constant muscle spasms / hypertonic reflexes"), myalgia ("burning muscle pain"), intervertebral disc degeneration ("degenerative disc disease"), intervertebral disc protrusion ("several lumbar discs have herniated"), fatigue ("chronic fatigue"), nervous system disorder ("neurological irritation"), poor quality sleep ("poor quality of sleep"), immune system disorder ("chronic immune system response"), alopecia ("hair steadily thinning and falling out"), flushing ("skin on my face often flushed or peeling"), skin exfoliation ("skin on my face often flushed or peeling"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), incontinence ("incontinence"), urticaria ("hives"), rash ("rashes"), palpitations ("palpitation"), dizziness ("dizzines"), occipital neuralgia ("blurred vision with occipital neuralgia"), vision blurred ("blurred vision with occipital neuralgia"), depression ("depression"), pain ("imaginary pain"), stomatitis ("sores in mouth"), pelvic pain (" pelvic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), adenomyosis ("adenomyosis"), premenstrual dysphoric disorder ("pmdd"), bladder disorder ("bladder problms"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), migraine ("migraine"), nausea ("nausea"), tremor ("tremors"), vitamin d deficiency ("vitamin d deficiency"), degenerative bone disease ("degenerative bone disease"), biliary colic ("gallbladder attack"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), tinnitus ("tinnitus") and uterine spasm ("very intense uterine cramps") and was found to have neoplasm ("tumors"), weight increased ("weight gain "), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes") and cardiac murmur ("heart murmur"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full)). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, central nervous system lesion, headache, hemiplegia, eye irritation, eye pain, disorientation, hypoacusis, abdominal pain lower, haemorrhoids, back pain, arthralgia, menorrhagia, dysmenorrhoea, muscle spasms, myalgia, intervertebral disc degeneration, intervertebral disc protrusion, fatigue, nervous system disorder, poor quality sleep, immune system disorder, alopecia, flushing and skin exfoliation had not resolved and the transient ischaemic attack, menstrual disorder, ovarian cyst, incontinence, urticaria, rash, palpitations, dizziness, occipital neuralgia, vision blurred, depression, pain, stomatitis, pelvic pain, blood disorder, cardiac disorder, iron deficiency anaemia, allergy to metals, hypersensitivity, adenomyosis, premenstrual dysphoric disorder, bladder disorder, gastrointestinal disorder, tooth disorder, neoplasm, migraine, weight increased, weight decreased, nausea, hormone level abnormal, tremor, vitamin d deficiency, cardiac murmur, degenerative bone disease, biliary colic, hypoaesthesia, paraesthesia, tinnitus and uterine spasm outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, central nervous system lesion, disorientation, dysmenorrhoea, eye irritation, eye pain, fatigue, flushing, haemorrhoids, headache, hemiplegia, hypoacusis, immune system disorder, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, muscle spasms, myalgia, nervous system disorder, poor quality sleep and skin exfoliation with essure. The reporter considered adenomyosis, allergy to metals, biliary colic, bladder disorder, blood disorder, cardiac disorder, cardiac murmur, degenerative bone disease, depression, dizziness, gastrointestinal disorder, hormone level abnormal, hypersensitivity, hypoaesthesia, incontinence, iron deficiency anaemia, menstrual disorder, migraine, nausea, neoplasm, occipital neuralgia, ovarian cyst, pain, palpitations, paraesthesia, pelvic pain, premenstrual dysphoric disorder, rash, stomatitis, tinnitus, tooth disorder, transient ischaemic attack, tremor, urticaria, uterine spasm, vision blurred, vitamin d deficiency, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.